Event description:
It has been reported to co that during the procedure the tip of the wire broke off within the pt's artery. The fragment was retrieved by the use of a snare. The pt is reported to be in stable condition. The device is not being returned for eval as it has been discarded by the hosp.